Manufacturer narrative:
A general reagent problem could be excluded because the quality control results were acceptable. The field service engineer ran performance testing. The investigation did not identify a product problem.  The cause of the event could not be determined.  The data flag on the initial low result indicated a repeat of the sample was needed and the result should not be reported. Product labeling provided the recommended actions for each data flag.

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result from the cobas e411 rack analyzer. The initial result was 1.28 mui/ml with a data flag and was reported outside of the laboratory. The physician questioned the result as it did not coincide with the result from (B)(6) 2021 of 1527 miu/ml and the ultrasound findings that were compatible with pregnancy. The repeat result was 6177 mui/ml. A new sample was taken from the patient and the result was 6333 mui/ml. The reagent lot number was 51653900 with an expiration date of 30-apr-2022.